Event description:
It was reported that there was a device failure while in use. Occurred 1/26/2023 - no time was given. The device alarmed. Also a wheel was broken on stand. At the present time it cannot be excluded, that the device stopped ventilation during use. No patient health consequnces have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The device was examined on site by the dräger service and the service report as well as the log file were made available for investigation. When examined by the dräger service the device could not be switched on at all. The dräger service found the connection cable between dc power supply and mpu main board causing the switch on problems. This cable is a multipole ribbon cable. In case the cable is not seated correctly individual pin connections may not be linked properly. The communication failures reported by the dräger service are subsequence errors of the missing / unstable cable connection. The log file analysis revealed that the device was tried to be switch on the 13th january, 2023, and on an unknown date later (system time lost occurred). However, in both these instances the switch on procedure was not successful. In both cases no ventilation mode was active. Therefor the reported device failure during use cannot be confirmed. In case the device cannot be n the device cannot be used as indented. If the device cannot be brought to operation this is visible for the user. In this case another device must be used. Based on the investigation results this case is no longer considered to be reportable as neither death nor a serious injury were caused, nor would it be expected to occur in case of recurrence.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Event description:
It was reported that there was a device failure while in use. Occurred (B)(6) 2023 - no time was given. The device alarmed. Also a wheel was broken on stand. At the present time it cannot be excluded, that the device stopped ventilation during use. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.